Manufacturer narrative:
The reported issue was confirmed. The device was returned and visually inspected. During the visual evaluation a bending tube mark on the drainage tube was observed. In the functional evaluation, water was passed through the drainage tube and there was no obstruction. The bend did not restrict the water flow in the drainage tube. The diameter was measured and it was observed that the bend reduced a15% of the kink and was within specification. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or damaged or if any imperfection or surface deterioration is observed, do not use." (B)(4).

Event description:
It was reported that the tubing of the drain bag was bent, and restricted the flow of urine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tubing of the drain bag was bent restricting the flow of urine.